Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The 25 mm drill bit in the quickset tray broke off partially and was left in the patient's acetabulum. Patient consequence? Unknown. Patient consequence description:the drill bit was left in the patient as getting it out would probably do more harm than good. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.

Manufacturer narrative:
Product complaint # : (B)(4). The instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.